Event description:
The consumer alleges the homefill unit sparked while filling a tank. No injury alleged.

Manufacturer narrative:
Device was return and inspected. Photos indicate a thin layer of soot material on the compressor coupling as well as the bottle fitting. Possible oil / grease substance contamination. The coupler was replaced and the unit was functionally tested and functioned as designed. No defect / malfunction present with the compressor. No electrical defect present within the device.